Manufacturer narrative:
Date of report: 12sep2018. Update contact name. Date received by manufacturer: 9may2018, MFR report # 2031642-2017-01707 is a duplicate of an event previously reported under MFR report # 2031642-2017-02764. Any additional information will be submitted under the initially reported MFR# 2031642-2017-02764.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed with a 35 volt failure. The customer reported that the unit was not in use on patient.